Event description:
It was reported that customer experienced awkward process when attaching new cartridge, requiring significant force to connect and occasionally making it difficult to snap into place, and customer also commented that lowering piston should have been automated rather than started by user. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support, and intake was moved internally per quality review request with no further action required.